Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe loosened and separated from the hub during use. The following information was provided by the initial reporter, translated from chinese: "the stylet loosens when pumping liquid."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1095063. All inspections were performed per the applicable operations qc specification.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe loosened and separated from the hub during use. The following information was provided by the initial reporter, translated from chinese: "the stylet loosens when pumping liquid".